Event description:
It was reported that a catheter issue occurred. The 90% stenosed target 3.0mm x 35mm lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the stent was implanted, the ivus catheter shaft fractured during use, so the device was withdrawn, and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target 3.0mm x 35mm lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the stent was implanted, the ivus catheter shaft fractured during use, so the device was withdrawn, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Based on the evidence, the as reported code of sheath detachment of device or device component cannot be confirmed. The sheath kinked could not have contributed to the event.